Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient was reportedly experiencing facial nerve stimulation (fns), taste disturbance, soreness, headaches, fatigue, pain, and sound quality issues with and without use of the external equipment. Programming adjustments have been made, however this did not resolve the issue. On (B)(6), 2015 the recipient was prescribed valtrex and prednisone. The recipient was also prescribed lyrica for pain and a bream containing clonidine, gabapentin, ketamine and lidocaine. The recipient no longer experiences fns, however the recipient began to experience sensitivity. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode array was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
Reportedly the recipient's device stopped working before the revision surgery.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgeon. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaints of pain and sound quality could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode array was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.